Manufacturer narrative:
Service was not dispatched.

Event description:
The customer obtained a reactive toxo igg result for one patient generated by the unicel dxi 800 access immunoassay system. The result was submitted out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Sample collection and centrifugation information has not been provided by the customer. Toxo igg qc has been performing within the customer's established ranges. The customer stated that system checks have been passing within instrument specifications; however, system check data has not been supplied to date. Subsequent testing on a new sample two weeks later produced a non-reactive result. Both samples were analyzed on an alternate methodology which produced "negative" results. The customer sent sample to cpls east for additional testing. Per the cpls east investigation report, the sample was centrifuged prior to testing. Upon testing the patient sample cpls east was able to reproduce the non - reactive result (0 iu/ml). Cpls east was unable to reproduce the reactive result. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.